Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain, pain, pelvic pain') in an adult female patient who had essure (batch no. 904764) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test she did not undergo essure confirmation test". The patient's medical history included asthma, nausea, cystitis and dysmenorrhea. Concurrent conditions included anemia, dysfunctional uterine bleeding, vomiting, adenomyosis, seizure and breast cancer. Concomitant products included alprazolam (xanax) since (B)(6) 2015, fluoxetine hydrochloride (prozac) from (B)(6) 2012 to (B)(6) 2019, hydrocodone bitartrate; paracetamol (norco) and paracetamol (acetaminophen) since (B)(6) 2013. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal),"), menorrhagia ("abnormal bleeding (menorrhagia),"), dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain ("abdominal area"). In (B)(6) 2012, the patient experienced depression ("psychological or psychiatric problems condition depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). In (B)(6) 2017, the patient experienced migraine ("migraines / headaches"), fatigue ("fatigue") and alopecia ("other injury(ies) or complication please describe: hair loss") and was found to have weight decreased ("weight loss"). On an unknown date, the patient experienced abdominal pain lower ("cramping"). The patient was treated with fluoxetine and surgery (laparoscopic -assisted vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dyspareunia, abdominal pain and abdominal pain lower had resolved and the depression, anxiety, migraine, fatigue, weight decreased and alopecia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, depression, dyspareunia, fatigue, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: as per discrepancy date of insertion: (B)(6) 2006. Dyspareunia, menorrhagia, pelvic pain, abdominal pain. Most recent follow-up information incorporated above includes: on 26-jul-2019: pfs & mr received reporter information, lot number was added. Case become incident. New events vaginal hemorrhage, menorrhagia, depression, metal anguish, migraines, dyspareunia (painful sexual intercourse), fatigue, weight loss, hair loss, abdominal pain, device monitoring procedure not performed were added. Severity added to event abdominal pain, pelvic pain. Outcome added for events vaginal hemorrhage, menorrhagia, abdominal pain, pelvic pain, lower abdominal pain, dyspareunia. Concomitant drug, medical history was added. Essure insertion date was updated. Essure model number was updated to 305 from 205. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain/ pelvic pain,chronic'), genital haemorrhage ('general abnormal bleeding') and seizure ('seizure,') in an adult female patient who had essure (batch no. 904764-no valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test she did not undergo essure confirmation test". The patient's medical history included asthma, nausea, cystitis and dysmenorrhea. Concurrent conditions included anemia, dysfunctional uterine bleeding, vomiting, adenomyosis, seizure and breast cancer. Concomitant products included alprazolam (xanax) since (B)(6) 2015, fluoxetine hydrochloride (prozac) from (B)(6) 2012 to (B)(6) 2019, hydrocodone bitartrate;paracetamol (norco), iron since 1999 and paracetamol (acetaminophen) since (B)(6) 2013. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal`),"), menorrhagia ("abnormal bleeding (menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal area/abdominal,chronic") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2012, the patient experienced depression ("psychological or psychiatric problems condition depression / psych injury") and anxiety ("psychological or psychiatric problems condition: mental anguish / psych injury"). In (B)(6) 2017, the patient experienced migraine ("migraines / headaches"), fatigue ("fatigue") and alopecia ("other injury(ies) or complication please describe:, hair loss") and was found to have weight decreased ("weight loss"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping"), bladder disorder ("bladder /urinary"), urinary tract disorder ("bladder /urinary"), allergy nos ("allergy"), seizure (seriousness criterion medically significant) and allergy ("allergy to water /it even happens if I go in the ocean") with rash and malaise. The patient was treated with fluoxetine and surgery (laparoscopic-assisted vaginal hysterectomy with bilateral salpingectomy.). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, dyspareunia, abdominal pain, bladder disorder, urinary tract disorder, allergy nos and dysmenorrhoea had resolved and the depression, anxiety, migraine, fatigue, weight decreased, alopecia, abdominal pain lower, seizure and allergy outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy nos, alopecia, anxiety, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, migraine, pelvic pain, seizure, urinary tract disorder, vaginal haemorrhage, weight decreased and allergy to be related to essure. The reporter commented: as per discrepancy date of insertion: (B)(6) 2006 patient received treatment for - pain, and bleeding. Patient stayed in hospital 1 night. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 15.3 kg/sqm. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: dyspareunia, menorrhagia, pelvic pain, abdominal pain most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. New reporter added. New event added: 'allergy', symptoms added on 23-mar-2020: social media received. Reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain/ pelvic pain,chronic'), genital haemorrhage ('general abnormal bleeding') and seizure ('seizure,') in an adult female patient who had essure (batch no. 904764-no valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test she did not undergo essure confirmation test". The patient's medical history included asthma, nausea, cystitis and dysmenorrhea. Concurrent conditions included anemia, dysfunctional uterine bleeding, vomiting, adenomyosis, seizure and breast cancer. Concomitant products included alprazolam (xanax) since (B)(6) 2015, fluoxetine hydrochloride (prozac) from january 2012 to april 2019, hydrocodone bitartrate;paracetamol (norco), iron since 1999 and paracetamol (acetaminophen) since (B)(6) 2013. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal`),"), menorrhagia ("abnormal bleeding (menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal area/abdominal,chronic") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2012, the patient experienced depression ("psychological or psychiatric problems condition depression / psych injury") and anxiety ("psychological or psychiatric problems condition: mental anguish / psych injury"). In (B)(6) 2017, the patient experienced migraine ("migraines / headaches"), fatigue ("fatigue") and alopecia ("other injury(ies) or complication please describe:, hair loss") and was found to have weight decreased ("weight loss"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping"), bladder disorder ("bladder /urinary"), urinary tract disorder ("bladder /urinary"), hypersensitivity ("allergy") and seizure (seriousness criterion medically significant). The patient was treated with fluoxetine and surgery (laparoscopic-assisted vaginal hysterectomy with bilateral salpingectomy.). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, dyspareunia, abdominal pain, bladder disorder, urinary tract disorder, hypersensitivity and dysmenorrhoea had resolved and the depression, anxiety, migraine, fatigue, weight decreased, alopecia, abdominal pain lower and seizure outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hypersensitivity, menorrhagia, migraine, pelvic pain, seizure, urinary tract disorder, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: as per discrepancy date of insertion: (B)(6) 2006. Patient received treatment for - pain, and bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 15.3 kg/sqm. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: dyspareunia, menorrhagia, pelvic pain, abdominal pain. Most recent follow-up information incorporated above includes: on 5-dec-2019: pfs received. New events: seizure and dysmenorrhea (cramping) were added. Concomitant drug was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain/ pelvic pain,chronic') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (batch no. 904764-no valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test she did not undergo essure confirmation test". The patient's medical history included asthma, nausea, cystitis and dysmenorrhea. Concurrent conditions included anemia, dysfunctional uterine bleeding, vomiting, adenomyosis, seizure and breast cancer. Concomitant products included alprazolam (xanax) since (B)(6) 2015, fluoxetine hydrochloride (prozac) from (B)(6) 2012 to (B)(6) 2019, hydrocodone bitartrate;paracetamol (norco) and paracetamol (acetaminophen) since (B)(6)2013. On (B)(6)2012, the patient had essure inserted. In (B)(6)2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal`),"), menorrhagia ("abnormal bleeding (menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain ("abdominal area/abdominal,chronic"). In (B)(6)2012, the patient experienced depression ("psychological or psychiatric problems condition depression / psych injury") and anxiety ("psychological or psychiatric problems condition: mental anguish / psych injury"). In (B)(6)2017, the patient experienced migraine ("migraines / headaches"), fatigue ("fatigue") and alopecia ("other injury(ies) or complication please describe:, hair loss") and was found to have weight decreased ("weight loss"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping"), bladder disorder ("bladder /urinary"), urinary tract disorder ("bladder /urinary") and hypersensitivity ("allergy"). The patient was treated with fluoxetine and surgery (laparoscopic-assisted vaginal hysterectomy with bilateral salpingectomy.). Essure was removed on (B)(6)2015. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, dyspareunia, abdominal pain, bladder disorder, urinary tract disorder and hypersensitivity had resolved and the depression, anxiety, migraine, fatigue, weight decreased, alopecia and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, bladder disorder, depression, dyspareunia, fatigue, genital haemorrhage, hypersensitivity, menorrhagia, migraine, pelvic pain, urinary tract disorder, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: as per discrepancy date of insertion: (B)(6)2006 patient received treatment for - pain, and bleeding. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: dyspareunia, menorrhagia, pelvic pain, abdominal pain most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received: event was added- general abnormal bleeding, psych injury, bladder/urinary problems and allergy. No valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain, pain, pelvic pain') in an adult female patient who had essure (batch no. 904764-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test she did not undergo essure confirmation test". The patient's medical history included asthma, nausea, cystitis and dysmenorrhea. Concurrent conditions included anemia, dysfunctional uterine bleeding, vomiting, adenomyosis, seizure and breast cancer. Concomitant products included alprazolam (xanax) since (B)(6) 2015, fluoxetine hydrochloride (prozac) from (B)(6) 2012 to (B)(6) 2019, hydrocodone bitartrate;paracetamol (norco) and paracetamol (acetaminophen) since (B)(6) 2013. On (B)(6) 2012, the patient had essure inserted. In august 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal`),"), menorrhagia ("abnormal bleeding (menorrhagia),"), dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain ("abdominal area"). In (B)(6) 2012, the patient experienced depression ("psychological or psychiatric problems condition depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). In (B)(6) 2017, the patient experienced migraine ("migraines / headaches"), fatigue ("fatigue") and alopecia ("other injury(ies) or complication please describe:, hair loss") and was found to have weight decreased ("weight loss"). On an unknown date, the patient experienced abdominal pain lower ("cramping"). The patient was treated with fluoxetine and surgery (laparoscopic-assisted vaginal hysterectomy with bilateral salpingectomy.). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dyspareunia, abdominal pain and abdominal pain lower had resolved and the depression, anxiety, migraine, fatigue, weight decreased and alopecia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, depression, dyspareunia, fatigue, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: as per discrepancy date of insertion: ??-(B)(6) 2006 concerning the injuries reported in this case, the following ones were described in patient¿s medical records: dyspareunia, menorrhagia, pelvic pain, abdominal pain most recent follow-up information incorporated above includes: on (B)(6) 2019: update of information (batch is not valid) no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We conducted a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.